Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.

Event description:
A distributor reported their customer's battery pack will not stay latched in their AED. The customer did not report this occurring during patient use. No specific AED or battery information was provided.